Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Ran accuracy test at 125ml/hr with reservoir volume of 20ml and got 18 ml which is not within the specification limit. The reported problem was duplicated. The cause of the problem was a defective expulsor. The expulsor assembly was replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an issue of under infusion. There was unknown patient involvement and unknown adverse event reported.